Manufacturer narrative:
The ventilator was investigated on site and the error code indicating an internal dc supply voltage failure could be confirmed from the log files. The error code could not be reproduced in the the on-site investigation and no components was replaced. The error code indicates that one of the internal dc supply voltage sources in the ventilator is too low and outside the accepted range. This could affect the functionality of other components in the ventilator and may lead to stop of ventilation. A high priority alarm will be triggered and the unit will fail the pre-use check if this error is present. Evaluation of the received device logs confirms the reported error code and that the fault occurred during ventilation. There were no clinical alarms generated in connection to the error code indicating that would indicate that the ventilation stopped at the event. Since no replaced part was received for investigation the root cause cannot be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).